Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to oversensing with no pacing inhibition. Another implant was placed successfully on the right side. No additional adverse patient effects were reported. Additional information was received that the oversensing of the right atrial (ra) lead was due to lead degradation.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to oversensing with no pacing inhibition. Another implant was placed successfully on the right side. No additional adverse patient effects were reported.